Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been delivering multiple boluses too fast despite having insulin on board (iob- active insulin in the body) due to user error. Reportedly, the customer experienced low blood glucose (bg) levels (lowest of 48 mg/dl). To treat the low bg level, the customer consumed a granola bar, glucose tablets. The contact confirmed that the customer was in contact with health care provider regarding diabetes management.